Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of battery life message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.